Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, it was noted that the device distal pressure sensor pin was broken. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.